Event description:
An optometrist reported dry eye and decreased vision in a patients right eye 26 days post lasik. Patient reported seeing shadowed images. Upon follow up, patient was to increase the frequency of artificial tears. Punctual plugs were inserted twice. Patients dry eye has resolved. Patient does not want to proceed with an enhancement. There are two related reports for this patient. This report addresses the patients right eye and another manufacturer report will be filed for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed that the laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).